Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range.

Event description:
It was reported that during follow up check, the right ventricular (rv) lead exhibited noise. The rv lead was abandoned, remains in the patient, and replaced with a different lead. No patient complications have been reported as a result of this event.